Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Currently a service quote has not been accepted by the hospital, no resolution to this reported fault. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Currently a service quote has not been accepted by the hospital, no resolution to this reported fault.

Event description:
The hospital reported the bag/vent switch was not working. There was no report of patient involvement.